Event description:
Healthcare professional reported "right side deflation and a left side implant exchange with no complaint against the device." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: unable to observed in the device additional observations: crease is observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported "right side deflation and a left side implant exchange with no complaint against the device." The device has been explanted and replaced..

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
The device has been explanted and replaced.